Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down intermittently before surgery.

Manufacturer narrative:
The company representative confirmed and replicated the reported event(s). The footswitch and power supply were both replaced to address the respective issues. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event of shut down can be attributed to the nonconforming power supply. The root cause of the footswitch not working can be attributed to a nonconforming footswitch. However, without a sample, component-level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).